Event description:
The rptr stated that she did back to back blood glucose tests, within mins, using different fingersticks. Her results were 200 and 91 mg/dl. She did not have any symptoms. During troubleshooting, the rptr stated that she felt she had oversaturated the first test strip. A control solution test was in range, with results of 126 (100-150).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8